Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had an unspecified ultrasonic image problem. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image tip had a crack. As a result of this damage to the ultrasonic probe, the displayed ultrasound image was defective with missing elements. These findings were caused by chemical or physical stress. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the bending section cover, caused by a handling issue. Also, due to a crack on the scope connector cover, water tightness was lost caused by a handling issue. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a crack. It was also observed that the scope connector cover had a chip due to physical stress or handling. It was observed that the objective lens had a crack due to a handling issue. It was also observed that the light guide lens had discoloration due to chemical stress. Lastly, scratches were observed on the following unit components due to a handling issue: image guide protector, switch 2, switch box, objective lens and on the connecting tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Describe event or problem section was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue and acoustic lens damage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was an endoscopic ultrasound. It is unknown if there was a delay in the procedure. The procedure was completed with the same equipment. It is unknown if pre-use inspection was carried out.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: describe event or problem section was updated to reflect the event date provided. Concomitant medical products were provided. Additionally the customer clarified that the procedure was a diagnostic endoscopic ultrasound (eus). This concludes the available information on this product event.